Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the cds was returned and investigated. The reported inability to open the clip was confirmed during testing due to an observed harness jam. Additionally, the steerable sleeve shaft was noted to be torn at the distal end. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the confirmed inability to open the clip was a result of the observed harness jam. A definitive cause for the harness jam could not be confirmed. The torn material appears to be related to procedural conditions as multiple attempts were made to open the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the torn material found on the steerable sleeve shaft during returned device analysis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for use (IFU) and advanced to the left atrium; however, the clip would not open above the valve. Seven attempts were made, but unsuccessful. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the steerable sleeve shaft was noted to have torn material at the distal end at the center lumens. No additional information was provided.